Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 and mesh was implanted. The patient reported experiencing lower back pain when standing too long, difficulty walking due to back/right groin pain and heaviness and discomfort in the pelvic area. The patient further reported that incontinence returned after one year and more pronounced. The patient explained that when they cycle for several days, pain is felt in the back and right groin. Additionally, the patient experienced difficulty doing any physical activity without having repercussions on the back, pelvic level and repeated incontinence stress. No further information is available.